Event description:
The lead was repositioned due to change in threshold, invalid sensing and loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.